Event description:
A customer contacted beckman coulter inc (bec) reporting white colored fluid leaking within their coulter lh 750 hematology analyzer. The volume of the leak is unknown. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the leak was coming from the piercing needle. The needle was worn and required replacement. Fse replaced the needle and the leak was resolved. There was no further evidence of leaking. The cause of the leak was a worn piercing needle. (B)(4).